Event description:
It was reported that a syringe component had "a longitudinal crack."

Manufacturer narrative:
It was reported that a syringe component had "a longitudinal crack." The reported problem/issue was identified as the syringe was being filled. No serious injury or adverse impact to a patient or a user was originally reported. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. A sample was returned for evaluation and the reported problem/issue was confirmed. A definitive root cause was unable to be determined, however, potential root causes include syringe damage prior to placement in the pack which was not noted during assembly or syringe damage due to rough handling of the pack. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.